Event description:
It was reported that high, out of range pacing lead impedance was observed. The patient had been lost to follow-up and the alert was triggered in (B)(4) 2012. No lead anomalies were seen on x-ray. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.